Event description:
Arrived at scene, found pt apneic, pulseless and unresponsive being tended to by carehome staff performing CPR with carehome AED in place. Fire department (fd) personnel removed carehome AED and applied fd AED with pediatric pads. Upon placement of pads, AED prompted to check pads numerous times. AED attenuator then positioned in-line with the plug-in port, the AED then began to analyze the pt. When the AED attenuator was let go, the AED prompted check pads.